Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that a patient presented in clinic with r-wave threshold. The connector pin was bent. The lead was explanted and replaced. The patient was stable post-procedure.